Event description:
Allegedly subject complained of pain in the left hip groin and thigh area. Only head was revised. (B)(6).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.evidence that product in specification when used.